Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 7 french 3.5 voda. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the circumstances of the procedure.

Event description:
It was reported that the patient was admitted with angina pectoris class iii. The procedure was to treat a lesion in the proximal circumflex artery; additionally, an aneurysm was noted in the circumflex artery prior to the procedure. A 9mm non-abbott stent delivery system (sds) was advanced toward the target lesion, failed to cross due to the anatomy and was removed. An 8mm xience sds was also advanced toward the target lesion, failed to cross due to the anatomy and was removed. An unspecified 3.08mm balloon was used to pre-dilate the lesion. To avoid aneurysmal perforation or stent thrombosis, a 4x19mm graftmaster sds was advanced toward the aneurysm. The graftmaster crossed the aneurysm, the sds was inflated and the stent was implanted. The device was removed and a 4x15mm nc trek balloon was advanced toward the graftmaster stent. The nc trek balloon was inflated up to 15 to 18 atmospheres for 25 seconds to expand the graftmaster so the aneurysm could be sealed completely. Reportedly the covered stent and use of the nc trek successfully treated the aneurysm and reduced stenosis to zero. The patient was discharged and sent home. No additional information was provided.